Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered six shocks as inappropriate therapy due to t-wave oversensing, with the patient having a wide morphology. Technical services (ts) was consulted and discussed stored episodes was well as available programming options. Additionally, ts noted some noisy signals. This s-ICD remains in service. No adverse patient effects were reported.